Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient's cgm reading was low. No fingerstick was taken, and the patient was given food. It was noted that the patient has a mental incapacity and is unable to reliably communicate any symptoms she felt at the time. Due to concerns regarding the readings, the patient was brought to the hospital. When a fingerstick was taken at the hospital, the blood glucose reading was 487 mg/dl. It was not known what the cgm reading was at that same time. The patient was treated with intravenous fluids and insulin. Diagnostic testing confirmed a urinary tract infection, and the patient was treated with antibiotics. No further medication was reported, and the patient was discharged after spending less than 24 hours at the hospital. A fingerstick blood glucose test was performed prior to discharge, which was reported to be within normal range; however, the exact value could not be recalled. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.